Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a failed door. A field service engineer removed the door 3 latch to resolve the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a failed door and experienced continuous failures, which resulted in a potential delay of 15 minutes to access the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no drawer failure upon arrival. A field service engineer inspected the station and addressed the issue by removing the latch from door 3. Cleaned the connections and reassembled everything. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system is experiencing continuous failures. The customer stated that there was a 15 minutes delay in getting the medication (zosyn). There were no adverse events or injuries reported based on this event.